Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue with the blower motor and internal battery was observed. The blower motor and internal battery will be replaced to address the issue.